Manufacturer narrative:
After analyzing the report, the port location failure was not confirmed because the device was not received. A complete review of the DHR for lot 23090959 was carried out, no deviation was found in the manufacturing process. Additionaly, a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. Directions for use revire: each patient should be given the establishment labs ¿motiva flora® tissue expander: information for the patient¿ document during her surgical consultation. It is the surgeon¿s responsibility to ensure that this happens, and it is a requirement for the use of the device. The patient must be given enough time to read and completely understand the information regarding the risks, benefits, and recommendations associated with tissue expander-based breast reconstruction surgery. In order to document a successful informed consent process, the patient, a witness, and the surgeon should sign the ¿informed consent document,¿ which will be part of the patient¿s medical file. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: the motiva flora® tissue expander must be filled via an integrated port, which is found via an external motiva flora® port locator through the rfid signal emitted by the air wound coil placed inside the needle stop. The air wound coil is intended to interact with the port locator to identify the location of the injection port motiva flora® tissue expander contains a rfid transponder that provides an electronic serial number (esn) that is unique to each device, so it can be matched to a database of internal records for traceability. The use of an rfid signal to identify the center of the injection port is an innovative technology not available in other tissue expanders on the market. Malfunction of the expander in the early postoperative period is rare. Proper placement of the expander and confirmation of port patency after skin closure during the operative procedure should be sufficient to avoid need for any revision surgery. A motiva flora® port locator is required to locate the injection site. It is an external reusable device that uses rfid technology which is compatible only with the motiva flora® tissue expander. While the injection site can be generally identified by palpation, to avoid breast tissue expander perforation always verify and confirm its location using the motiva flora® port locator before each filling. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
It was reportd that there was a failure to recognize the injction port by the locator at the time of filling the expander.